Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the surgeon pushed down on the red arming button and the arming button repeatedly popped back into the unarmed position. Another 512sa was opened and used to complete the case. There was consequence to the patient.